Event description:
It was reported that the device interrogation showed left ventricular (lv) high impedances. Partial insertion of the lv lead is suspected. The physician decided to monitor the performance as the ring to coil configuration was performing as expected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.